Event description:
Per the clinic, the patient experienced vertigo and imbalance with device use. Subsequently the device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
This report is filed december 23rd, 2014.